Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the cause of the program changing on its own and feeling stim in the toes instead of back was unknown. The issue has been resolved.

Manufacturer narrative:
Continuation of d10: product ID 97745 (B)(6); product type: 0201-programmer patient; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that their controller got out of whack today. Caller stated they were charging the implanted neurostimulator and wanted to change the setting to make it up a little higher and the controller came up with a different program than what they had on there. Therapy group changed to a different group. Patient mentioned that they noticed this last wednesday because they felt the stimulation on their toes instead of their back. Agent walked caller through changing the program back to what it should be. Patient confirmed they felt pain relief on the site they needed it. The troubleshooting steps that were taken on the call resolved the issue.